Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20026254, medical device expiration date: 2023-02-21, device manufacture date: 2020-02-13. Medical device lot #: 20026735, medical device expiration date: 2023-02-20, device manufacture date: 2020-02-20. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: during PICC catheter passage, while connecting a 10ml syringe into the maxzero, it was observed a leakage of the saline solution on the connection. It was verified that the syringe was properly attached to the maxzero, and even so the connector allowed the leakage. Additional information obtained from customer ((B)(6) 24.sep.2020): please confirm make and model of the connecting syringe. Bd syringe; was there any damage on the female luer of the maxzero sample? No; please confirm how long into the infusion was the leakage noticed? At the beginning, during flush; please describe disinfecting method and disinfecting agents applied prior to use alcohol swab 70%; no sample nor picture either available for evaluation.